Event description:
It was reported that during reprocessing a prograsp forceps instrument a broken wire was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. A broken wire was initially reported; however for clarification, the nonconformance was a loose pitch cable. The loose pitch cable was found at the instrument's wrist and was also frayed. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. The housing was removed to find the pitch cable loose at the clamping pulley but the clamping pulley screw was not loose. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.